Event description:
It was reported that a thermal event was experienced.

Manufacturer narrative:
Alleged failure: light does not turn off. Probable root cause: - broken optical fibers - poor light cable alignment in jaw - residue on fiber tip - nonuniform light output - intermittent electrical component contact in safelight circuit - reed switch assembly malfunction - magnet missing from safelight adapter - use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future re-occurrence. The device manufacturer date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a thermal event was experienced.